Event description:
It was reported a balloon ruptured at eight atmospheres during an arteriovenous hemodialysis fistula graft dilatation procedure at the venous anastomosis. During withdrawal of the balloon through the introducer sheath, a great deal of resistance was encountered. Following withdrawal of the balloon, it was discovered the balloon had detached. Location of the balloon material is not known. However, the pt remains asymptomatic. Another balloon catheter was used to successfully complete the procedure. The pt's condition is good. The device was returned, evaluated and retained by this MFR. Another MFR's introducer sheath was also returned. The distal 4.8cm of balloon material was detached and not returned for eval. Adhesive was noted on the distal bond. Approx 1cm of balloon material remained on the proximal end of the catheter shaft. The balloon was torn diagonally with jagged edges. The introducer sheath was cut open. No balloon material was found in the sheath. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was indicated a great deal of resistance was encountered following balloon rupture. Co believes the above factors may have contributed to this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."